Event description:
Event description guidant received information that this patient was admitted to the hospital for a syncopal episode. Device evaluation was normal except for a slight rise in ventricular impedance measurements. However, pocket manipulation resulted in another syncopal episode. An x-ray was performed and it appeared as if a setscrew from the pacemaker was in the pocket. Therefore, a revision procedure was performed at which time loss of ventricular capture was noted and lead insulation damage was revealed. The ventricular lead was removed from service and successfully replaced. The physician elected to explant the pacemaker during this same procedure. There has been no allegation made against the product performance of this device.